Event description:
In 2008, the pt reported receiving an e4 (occlusion) error while attempting to bolus 2 units of insulin. He stated that he changed the insulin cartridge and infusion set and continued to receive the e4 error. His blood glucose was elevated to 257 mg/dl, and he changed his infusion site. His normal blood glucose level for that time of day is 200 mg/dl. He was instructed to disconnect from his infusion site and to bolus 2 units of insulin. He was able to do so without error. He was advised to change his infusion site and he was able to clear the error. Upon follow up on a week later, the pt stated that his blood glucose returned to normal after changing the infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.